Manufacturer narrative:
Hamilton medical ag has not received the device for investigation. However, the technician on site stated the following: after visually inspecting the ventilator, it was discovered that the p&t knob encoder was broken. Replaced the encoder and performed manufacture's recommended checks and calibrations. Device passed all checks and tests. Medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated from german): bio-med stated that during the maintenance of the ventilator (pre-ops check) the p&t knob came off. No patient involvement as it occurred during maintenance.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was undergoing maintenance. The root cause was determined to be most probably a wrong handling. In consequence the defective component was replaced. There was no reported patient or user harm (no patient's involvement). Medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated from german): bio-med stated that during the maintenance of the ventilator (pre-ops check) the p&t knob came off. No patient involvement as it occurred during maintenance.

Manufacturer narrative:
Hamilton medical ag has not received the device for investigaiton. However, the technician on site stated the following: after visually inspecting the ventilator, it was discovered that the p&t knob encoder was broken. Replaced the encoder and performed manufacture's recommended checks and calibrations. Device passed all checks and tests. Medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated from german): bio-med stated that during the maintenance of the ventilator (pre-ops check) the p&t knob came off. No patient involvement as it occurred during maintenance.